Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that 3fr sl PICC placed at 0cm left out on 5/11 with no difficulty. Patient went home with the PICC and presented at the ER with a leaking PICC on 6/15 with 5cm of the PICC out of the insertion site. A securocrat was placed at the exit. 6/16 PICC was still leaking and was pulled. Upon investigation a hole was observed at 8cm. Patient says home health never used scissors to change dressing. Patient had to go to the ER, patient received another vascular access device. There was no serious injury to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 8cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that 3fr sl PICC placed at 0cm left out on (B)(6) 2024 with no difficulty. Patient went home with the PICC and presented at the ER with a leaking PICC on (B)(6) 2024 with 5cm of the PICC out of the insertion site. A securacath was placed at the exit. (B)(6) 2024 PICC was still leaking and was pulled. Upon investigation a hole was observed at 8cm. Patient says home health never used scissors to change dressing. Patient had to go to the ER, patient received another vascular access device. There was no serious injury to the patient.